Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.